Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred intermittently after the user filled the cartridge with 250-300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 131 mg/dl.